Event description:
It was reported that during the surgical procedure, the customer experienced multiple 23013 and 23008 recoverable system error codes. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field svc engineering concluded that the system faults experienced by the customer were associated with the left master tool manipulator (mtml). The system was repaired by replacing the affected mtml. The mtml was returned to isi for failure analysis investigation. Performance and functional tests were performed and engineering was unable to replicate the customer reported complaint. As of september 12, 2006, there have been no reported recurrences of the issue at this hosp.